Event description:
As reported, following a cesarean delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph) where the patient had experienced an estimated blood loss of 600 ml. The physician used oval forceps, and a balloon was placed transabdominally and inflated with fluid when leaking was found. The user replaced the device to complete the procedure. The patient lost about 300 ml of blood after the device failure. Total bleeding reported 900ml. The patient did not require any blood transfusions. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1- phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation as reported, following a cesarean delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph) where the patient had experienced an estimated blood loss of 600 ml. The physician used oval forceps, and a balloon was placed transabdominally and inflated with fluid when leaking was found. The user replaced the device to complete the procedure. The patient lost about 300 ml of blood after the device failure. Total bleeding reported 900ml. The patient did not require any blood transfusions. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in an open package with label. A functional leak test was performed using water, and a leak was found. Visual examination noted a pin hole in the balloon material. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found that 19 devices from the lot did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. The non-conformances were determined to not be related to the reported complaint. A complaint history database search showed 3 other related complaints, due to the individual nature of the manufacturing and inspection process for the devices, it is unlikely that these events are an indication of an issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, the balloon appeared to have been damaged by another device of unknown origin. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.